Event description:
Report received from the end user stating that there have been problems with the white fabric collar of the product. It is stated that the skin has become "weepy and irritated with an odor". It was reported that the condition had been existing for 2 months time. The end users skin care nurse suggested using protective sheets under the collar and other alternative methods for skin protection. The pts subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.